Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The device was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratches on the display window, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received an MRI with the insulin pump on them. The insulin pump is now giving a motor error alarm. Customer's blood glucose level was 130 mg/dl. Troubleshooting was performed for the motor error alarm. The insulin pump was exposed to a magnetic field and will need to be replaced. Customer had 2 motor error alarms while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.